Event description:
It was reported by the customer that during a mandibular ostomy procedure the handpiece heated up and burnt the pt's bottom lip. It was reported that the burn was between 1 1/2 to 2 cm and it was a superficial burn. Ointment was applied to the burn; no prescription was given and no add'l treatment was administered.

Manufacturer narrative:
The handpiece involved in the reported event was evaluated. During the eval, the tech was unable to duplicate the reported event. Preventive maintenance was performed on the handpiece and then returned to the customer.